Event description:
Dealer called stating that the crossbrace weld on the trex2 allegedly broke.

Manufacturer narrative:
(B)(4). Model trex2, serial number/date code (B)(4) is approximately 4 years 5 months old. The owner's manual part number 1110546 rev d (jan-07) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is (B)(6) female. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.